Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call for low blood glucose. The customer¿s blood glucose level was 50 mg/dl at the time of the incident. Customer stated that that she is getting more insulin and getting lows because the pump thinks she needs more insulin. The customer was declined troubleshooting for low blood glucose. Customer just want to log the complaint about the insulin pump that causing her great inconvenience. Customer is upset with technology that causing her unable to have a good sleep. Customer performed self-test and it get passed. The insulin pump will not be returned for analysis.